Manufacturer narrative:
Follow-up #1: date of submission 02/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2017 with the following findings: the black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event on (B)(6) 2016 have been overwritten. The pump boots to verify screen with audible and vibratory features. An ezbg bolus was performed with bg value of 150mg/dl. Pump was then dl using (B)(4) software; the 150mg/dl was correctly recorded in the pump. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had been hospitalized due to 'glitch in the pump'. Reporter stated pump was not recording blood glucoses. Animas has made numerous attempts to gather additional information. This complaint is being reported as the pump could not be ruled out as a cause of the hospitalization.